Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate ii ventricular assist device was explanted and returned to abbott on (b)6) 2022. The reason for explant and return was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline (dl) wire damage. (B)(6) was returned assembled with the dl severed approximately 1¿ from the pump housing. The remaining internal portion of the dl was also returned, measuring approximately 12". The external portion of the dl, including the controller connector, was not returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was not returned. The bend relief collar was returned properly secured over the outflow graft bend relief hardware. The bend relief was returned attached to the outflow graft which was attached to the outlet elbow. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of denatured or adhered depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Upon microscopic inspection, multiple insulation breaches of all six wires were observed between approximately 4.5" and 5.5" from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors from any of the six wires contacted the braided shield while the system was operating on a grounded power source, such as the power module with a grounded patient cable or the mobile power unit, the resulting short-to-ground would have resulted in low speed and pump stop events. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from wires of different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. Incidental findings: tissue-like depositions were observed adjacent to the bearing ball in the outlet stator. These depositions appeared soft, non-adhered, and did not reveal any evidence of denaturation. The origin of the depositions could not be determined, and the duration that they were present in this location could not be conclusively determined. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists pump thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also discusses damage due to wear and fatigue of the driveline and includes driveline care instructions; however, all heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook contains further information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: short to shield has been previously reported under MFR-2916596-2021-07294. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2022. The patient had short to shield and was being maintained on an ungrounded cable.